Manufacturer narrative:
Pump received with no response from every button except graph/power button. Problem isolated to the keypad assembly. The j1 connector on pcb1 was locked properly during visual inspection. Unable to perform active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to keypad anomaly. Found moisture damage to keypad traces, electronic assemblies, motor home switch, and vibrator motor. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded home switch, corroded keypad trace, corroded pcb1 board, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), label damage (serial number worn down). Confirmed keypad/buttons unresponsive. Confirmed moisture damage to pcb1 board, motor home switch, keypad traces, vibrator motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a keypad anomaly; the keypad was stuck. Blood glucose value at the time of event was 280 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-1886. Troubleshooting was performed for high blood glucose event and the customer that there were many factors that cause blood glucose values to be outside of the target range. Troubleshooting was performed for the keypad anomaly and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the customer response was that the device will be returned.